Manufacturer narrative:
PMA / 510(k)#: k901449. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and collapsed tubes was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and collapsed tubes was observed. Root cause description: bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned samples and photo confirm (B)(4) (collapsed tubes) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had tubes collapsed. No report of medical intervention or serious injury.